Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on may 28, 2024.

Manufacturer narrative:
This report is submitted on march 26, 2024.

Event description:
Per the clinic, the patient experienced open circuits with the device. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.